Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non tortuous, non calcified lesion exhibiting 50% stenosis located in the ostium of the diagonal branch. There was no damage noted to the packaging. The device was not inspected. Negative prep was performed with issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Many attempts were made to pass the lesion and pre-dilation needed to be performed many times. It was reported that because negative prep was performed many times, the balloon was inflated a little and the stent dislodged in the guide catheter. The dislodged stent was removed by inflating the stent delivery balloon at the entrance of the guide catheter and removing all components together from the patient. The patient was reported to be alive with no injury.